Event description:
It was reported that the patient presented for an implant procedure. During the procedure on (B)(6) 2022, the guidewire was unable to be removed from the lead and damaged the lead lumen. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Correction- h6- investigation conclusion should have been unintended use error caused or contributed to event

Manufacturer narrative:
The reported events of difficulty removing the stylet and ¿it is trapped causing the electrode to break from the connector¿ were confirmed. Final analysis found that as received, a complete lead was returned in two pieces with the stylet returned with the lead. . Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up/clogged distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly.